Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio2: 4.6. Date: (B)(6) 2011; lab: 2.1. Pt's therapeutic range: 2.5-3.6 inr. Pt held her coumadin dose after inratio2 test on (B)(6) 2011.